Event description:
Consumer called stating that the driver controls have been erased from his tdxsp-cg power chair. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4)is approximately 1 year old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumers preexisting medical condition states no use of the arms. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the driver controls on his tdxsp-cg power chair have allegedly been erased causing him to become stuck in the recline position. Consumer states that he does not know how this happened. The consumer allegedly called the dealer who sent an outside technician to checkout the power chair. The consumer was allegedly left a manual wheelchair which he cannot use as he allegedly has no use of his arms. The malfunction has not been confirmed.